Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient removed the device due to a rash that she developed under the lifevest. The patient's dermatologist prescribed a cream. Follow up indicated that the rash improved.